Manufacturer narrative:
The returned reservoir was patent. However, it did not meet the requirements for leak testing as multiple needle punctures were observed in the top of the reservoir. It is unknown how or when this occurred. The instructions for use (IFU) that accompany the device caution that ¿reservoirs are designed to allow injection through the dome using a 25-gauge or smaller noncoring needle. Needles should be inserted at an angle no greater than 45° from the base of the reservoir, and at various locations to avoid multiple punctures in one place.¿ the IFU also cautions that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ a review of the manufacturing records showed no anomalies. All reservoirs are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device on (B)(6) 2015 due to leukemia and a meningeal infection. According to the report the device was found to be leaking and was explanted on (B)(6) 2015. The report stated the device was replaced with another device. Reportedly, the patient is doing well.